Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the PICC catheter was placed under ultrasound guidance on (B)(6) 2025. During catheter removal on (B)(6) 2026, difficulty was encountered. Ultrasound examination revealed no thrombus. With assistance from an interventional radiologist, the catheter was successfully extracted, but residual material adhering to the catheter exterior was observed. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing the catheter was confirmed but the cause is unknown. A single video of an attempted catheter removal was returned for evaluation. The catheter appeared consistent with the implicated 4fr single-lumen powerpicc catheter. It appeared that resistance was felt during removal. Although multiple attempts were made to remove the catheter, the catheter was not successfully removed in the provided video. No obvious fibrin sheaths or thrombus were seen on the exposed sections of the catheter; however, it was reported that residual material adhering to the catheter exterior was observed after the catheter had been removed. The origin of the resistance could not be determined from the returned video. It is possible that fibrin sheath formation or venospasm may have been contributing factors. The product IFU instructs that the catheter should be removed slowly without excessive force. The IFU also instructs that if resistance is felt, removal should stop and a warm compress should be applied for 20-30 minutes prior to resuming removal. This complaint will be recorded for future trending and monitoring purposes.